Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial lot number (B)(6). However, transmitter with serial lot number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement: failed 0 vdc. A review of the share logs was performed and signal loss was found for serial lot number (B)(6) within the investigation window. The allegation was confirmed the probable cause was determined to be root cause could not be determined, product, product/data received. The reported event of signal loss over 1 hour is reportable based on an indication of a transmitter loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.